Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the safety shield not re-engage to cover the blade when the trocar was inserted (as the 2d12lt is a bladed trocar)?

Event description:
It was reported that during a gastric bypass, when the surgeon introduced the blunt tip trocar, he injured a vein. The vein could be repaired and the procedure went on laparoscopically.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the safety shield not re-engage to cover the blade when the trocar was inserted (as the 2d12lt is a bladed trocar)? The trocar was inserted without vision, so it is difficult to say but the surgeon did not indicate that this was the case.